Event description:
On (B)(6) 2025, a patient (pt) reported being diagnosed with a corneal ulcer in the left eye (os) "many years ago" from sleeping in contact lenses (cls). The pt has always worn acuvue brand cls but is unsure if wearing a 2 week lens or 1 month lens at the time. The pt reported sleeping in lenses and wearing lenses longer than the recommended replacement schedule. The pt could not recall location of the ulcer on the eye because the pt "could not see it;" however, the pt mentioned "cornea, iris, and pupil." The pt "thinks" eye drops were prescribed but could not recall for certain. The pt wore glasses for one year because the pt was "too worried to wear contact lenses again." The pt does not remember the name of the treating eye care professional (ecp) and "thinks the office has closed down." The pt could not provide any additional information. No additional medical information has been received. No additional information is expected. This os corneal ulcer is being reported as a worst-case event as verification of the pt¿s diagnosis and treatment could not be obtained from the treating ecp. The date of the pt¿s event is being reported as 01sep2025 as the exact event date is unknown. It is unknown what acuvue brand cl was worn at the time of the event. The suspect os lot number is unknown. The os suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.